Event description:
Event description guidant received information that this device, which was implanted 3.5 years was suspected to have premature battery depletion. During the explant procedure, body fluid was noted in the device header. The device was explanted and replaced.